Event description:
Operator scraped finger on "imt" sample probe when removing sample cup that was stuck on probe. The cup was stuck on the probe due to probe misalignment. Operator visited emergency room and received tetanus and hepatitis shots.